Event description:
The catheter was not detected by the carto system. The error message was "an error has occurred with the mapping catheter." The catheter was replaced and the error message resolved. This was an out-of-the-box failure.